Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: late onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 475cc mentor memoryshape breast implant and experienced postoperative right-sided late onset seroma. The patient noticed swelling and enlargement of her right breast around (B)(6) 2020. In addition, the patient¿s surgeon indicated that the patient experienced unspecified bleeding issues. Ultrasound performed on unspecified date did not indicate any issues. The pathology reports on seroma fluid and capsule indicated negative for malignant cells. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with a 475cc mentor memoryshape breast implant (catalog #: 3341355, right serial #: (B)(4) ) on (B)(6) 2020. After the revision surgery, the patient¿s symptoms have been improved.

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).